Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was displaying a message of ¿error 2.¿ the complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began around (B)(6) 2016. The patient informed the csr that she does not take any medication to manage her diabetes and denied taking any action regarding her usual diabetes management regimen when she was unable to test, due to the alleged issue. In the middle of (B)(6) 2016, the patient reported that she attended the doctor¿s office. She had blood and urine testing carried out and continuous glucose monitoring. The patient stated a blood glucose test was carried in (B)(6) 2016, and an hba1c result of ¿6.1%¿ was obtained. The patient reported that a few months after the alleged issue started she developed symptoms of ¿dizziness and passed out.¿ it is not known if the patient received any treatment in response to the alleged symptoms. At the time of troubleshooting the csr noted the subject meter was not being used for the first time. The error 2 message did not appear when the power button was pressed. The csr noted that the correct strips were being used and that the correct testing process was being followed. There was no indication of misuse of the device. The css walked through a retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed sign/symptoms suggestive of a serious injury after the alleged meter issue began.